Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/27/2015 and found torn tubing #4 on the top port of the probe rinse block (probe wipe). The fse trimmed torn tubing and reattached to the probe wipe. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported that there was an uncontained fluid leak of approximately 1ml from the probe wipe on a coulter act diff analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.